Manufacturer narrative:
Patient age at time of event: 18 years of age or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: visual and tactile analysis of the shaft showed that the balloon had a circumferential tear approximately .5cm from the distal marker band and also a kink adjacent to the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on may 24, 2016. It was reported the balloon leaked and was unable to maintain pressure. The physician selected the use of a 2.50 mm x 30.00 mm agent drug coated balloon (dcb) and was able to position the balloon successfully in the lesion. During the first inflation at one to two atm, the balloon showed a leak. It was not possible to use the balloon with good vessel apposition and constant pressure level. So the physician decided to complete the procedure with a new agent balloon and everything went well. There were no patient complications and the patient status was stable. However, the returned product analysis revealed that the balloon had a circumferential tear.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the target lesion was 60% stenosed and located in the non-tortuous, calcified distal left anterior descending artery.